Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2. The patient returned on (B)(6) 2022 with symptoms of heart failure and it was noted the clip detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 4. A second procedure was performed on (B)(6) 2022. One clip was implanted reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, a cause for the single leaflet device attachment (slda) could not be determined. The reported mitral regurgitation (mr) and heart failure appear to be cascading events of the slda. Additionally, heart failure and mr are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.